Event description:
It was reported that the patient presented remotely via merlinnet. Review of the transmission revealed that the right atrial lead exhibited myopotential oversensing that led to inappropriate automatic mode switch and pacing inhibition. No intervention was performed. The patient was in stable condition and will be continue to be monitored.